Manufacturer narrative:
(B)(4). Arjohuntleigh received a complaint where it was indicated that during drying processes of the patient on the alenti chair the person moved what caused the device to tip, resulting in device losing the balance. Caregiver attempting to prevent the lift from falling and suffered injuries described as bruised on the ribs. When reviewing similar reportable events, we have found a number of cases with similar fault description (alenti tip over). The trend observed for reportable complaints with this failure is currently considered to be low and stable. It has been established that the hygiene chair (alenti) was being used for patient handling at the time of the event. It was noted that the safety belt, which is needed for each use and as an accessory is a part of the device, was not present during the company representative inspection and was not used during the event. Therefore it is conclude that the device was not up to specification at the time of the event. It is clearly indicated in the event description that the reason for the destabilization of the alenti was the fact that the patient was not positioned correctly on the alenti chair and hadn't had his belts applied. When the IFU would have been followed, the tipping would not happened and the event would have been avoided. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. We find this complaint to be reportable to the competent authorities.

Event description:
(B)(4).